Event description:
It was reported that at a routine device check it was observed that the device's battery impedance was up and down. Due to the unstable impedance, the physician decided to schedule the device for replacement before elective replacement indicator (eri) was indicated. The schedule for the device replacement will be decided at the next device check. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5054-52 lead 2007-(B)(6). (B)(4).